Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. Unable to verify a21 alarm due to no button response. The insulin pump had a cracked battery tube threads, minor scratched display window, cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 11.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.